Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot # 2000010240, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had discharge around the right lead site. The physician assessed that the patient had erosion/seroma of the lead with hematoma. The patient also experienced an infection around the right lead site that was external to internal. The patient was administered vancomycin and underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-70 (B)(4), description: linear 3-6 lead, 70cm model #: sc-1132, (B)(4), description: precision spectra implantable pulse generator

Event description:
A report was received that the patient had discharge around the right lead site. The physician assessed that the patient had erosion/seroma of the lead with hematoma. The patient also experienced an infection around the right lead site that was external to internal. The patient was administered vancomycin and underwent an explant procedure.

Manufacturer narrative:
Sc-1132, s/n (B)(4) was analyzed and no anomalies were found. A review of the sterilization documentation for the device was found to be satisfactory. Sc-2366-70, s/n (B)(4), were analyzed and no anomalies were found. A review of the sterilization documentation for the devices were found to be satisfactory. Sc-4316, lot# 2000010240, analysis indicated that one of the eyelets was torn with missing silicon material. It was confirmed that all silicone pieces were removed from the patient. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had discharge around the right lead site. The physician assessed that the patient had erosion/seroma of the lead with hematoma. The patient also experienced an infection around the right lead site that was external to internal. The patient was administered vancomycin and underwent an explant procedure.